Event description:
This is a solicited case report received from an investigator in (B)(6) on 20-jul-2016 which refers to a (B)(6) female patient who was involved in an observational company-sponsored study, study number: (B)(6). Study description: study enquete success ii, essure ess305 is a non-interventional, multicenter, prospective, epidemiological study with the aim to determine the rate of predictive factors for successful bilateral placement and the final efficacy of the essure permanent sterilization method, as measured by the absence of pregnancy. (B)(6). Investigator reported that a non-pregnant female patient had essure placed on (B)(6) 2008 for sterilization. On (B)(6) 2014, patient started presenting menometrorrhagia's disorder on regular menstrual cycles. It was not reported whether event is related to essure and investigator considered the event serious due to hospitalization. In addition, reporter informed that, in a first time, treatment with progestin failed. Endometrectomy was performed on (B)(6) 2014 and hysterectomy via vaginal way with bilateral salpingectomy was done on (B)(6) 2016. Essure was removed on (B)(6) 2016 and, according to reporter, on the same day patient recovered from menometrorrhagia's. Follow up 08-aug-2016: quality-safety evaluation of ptc. (B)(4). No sample available for this investigation. Since we have no valid lot number far this case. We were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this medically confirmed, study case report refers to a female patient who was involved in a non-interventional company-sponsored study, study number: (B)(6). She had essure (fallopian tube occlusion insert) inserted and experienced menometrorrhagia. An endometrectomy and hysterectomy via vaginal way with bilateral salpingectomy were performed. The investigator did not provide any assessment. This event is serious since it resulted in hospitalization and is listed in the reference safety information for essure. In this case, patient experienced this event about 6 years and 6 months after essure insertion. Considering that patient recovered from menometrorrhagia's after removal of essure and in the lack of alternative explanation, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident due to hospitalization and surgical intervention performed. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. Further information is being sought.

Manufacturer narrative:
Follow up information received on 19-sep-2016: the authority reference number for this case is: (B)(4). It was confirmed with investigator that endometrectomy and hysterectomy were performed as curative treatment of menometrorrhagia. The investigator considered menometrorrhagia unrelated to the essure devices. Company causality comment: this medically confirmed, study case report refers to a female patient who was involved in a non-interventional company-sponsored study, study number: (B)(4). She had essure (fallopian tube occlusion insert) inserted and experienced menometrorrhagia. An endometrectomy and hysterectomy via vaginal way with bilateral salpingectomy were performed. The investigator considered the event as unrelated to essure. This event is serious since it resulted in hospitalization and is listed in the reference safety information for essure. In this case, patient experienced this event about 6 years and 6 months after essure insertion. Although the patient recovered from menometrorrhagia's after removal of essure, considering that the surgical intervention was performed as curative treatment of menometrorrhagia, company agrees with investigator's assessment and considers the event as unrelated to essure. This case was previously regarded as incident, however upon receipt of follow-up information, it was not regarded as incident. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. No further information is expected.